Event description:
It was reported that the patient underwent spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility. Additional information was received that the reason for ipg replacement was due to patient needing access to a full body magnetic resonance imaging (MRI) conditionality.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.